Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: 8824664.

Event description:
It was reported that patient's one lead had migrated. The issue was confirmed via x-rays and was no longer getting pain relief on the right side. There were no impedances . Surgical intervention took place on (B)(6) 2023 where the existing lead backed up into the top of t7 and securing it down with an anchor. Therapy was restored after the procedure.